Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product was received for evaluation. Visual and functional testing were performed. Upon inspection, both plunger cases and battery door were cracked. The technician performed an occlusion test, however, was unable to duplicate the reported event. The root cause of the reported issue was unable to be determined. The interconnect board cable connector was not glued into main board connector. The speaker was replaced as preventive measure. The technician performed an occlusion test, which the device passed. There's a corrective action and preventive action (CAPA) for the reported event.

Event description:
It was reported that the device alarmed during primary audible alarm background (bgnd) test. No patient injury was reported.